Event description:
The device was used to deliver energy five times in succession. The patient converted to asystole and allegedly the device would not deliver pacing therapy to the pt. A backup defibrillator of same model was brought on scene and connected to the patient through another therapy cable and the same preapplied electrodes. Reportedly, this device would not display the pt rhythm through paddles lead and pacing could not be initiated. The allegation or allegations upon which these allegations were based was not reported. The rptr indicated that pt outcome was not affected by the discrepancies, based upon a lack of pt viability. The first reported device used is the subject of medwatch report form # 3015876-2001-00270.